Manufacturer narrative:
Batch review performed on 04 march 2025. (B)(4) items manufactured and released on 30-apr-2024. Expiration date: 2029-04-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: 8 months after primary cemented tka the tibial component becomes loose. The images supplied do not allow us to judge the position of the tibial baseplate, which has a significant angle to the tibial axis and looks slightly undersized, but we cannot judge if any of these two conditions may have contributed to the loosening. Therefore the real cause of the failure cannot be determined with the information at hand. At least preop radiographs, preferably long-leg, would be required to continue the investigation. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
Revision surgery at about 8 months post primary. The patient reported laxity and the joint had liquid effusion. No implant loosening found during the visit. Loosening of the tibial component found during the revision. No infection reported. Tibial components revised successfully.